Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in the non calcified, non tortuous proximal right coronary artery (rca). The physician attempted to place the 4.00x28mm taxus express2 stent at the lesion without predilation. The physician noted that the lesion was "overbending" and the taxus stent "shifted on the balloon." The device was removed from the pt. The procedure was successfully completed without complications with another of the same device, and the pt condition is listed as stable. Further info has been requested, but has not been received.

Manufacturer narrative:
.